Event description:
I left a voice mail on the line but wanted to send an email. Customer called in product complaint for item 201038. The lot # is 509722. Customer stated there is yellow liquid where plastic screw is located. Material group shows c01. The ir # is (B)(4). Sr number is needed. On (B)(6) 2015, event occurred during surgery, before use on patient, replaced with like product. No adverse effect on patient, does not know if surgery was delayed over 30 minutes. A total of 7 boxes were involved; several boxes still at hospital. Additionally, the rep reported that these same units (7 boxes) are jamming.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
A total of 72 appliers were returned and evaluated. Of those, 10 from this lot were returned. The yellow liquid was confirmed on all of those returned from this lot. Two of the 10 from this lot were confirmed to have jammed. There were four clip appliers returned that did not include any labeling or identification. We were not able to determine which lot these were from. Of those four, four were confirmed to have the yellow liquid present, and 1 was confirmed to have jammed. Manufacturing records were reviewed for all of the returned lots. Lot 420481 showed no related nonconformances. All returned product was reviewed for the yellow fluid. During the product review, a yellow spot was seen on the tyvek lid and on the clip sleeve boss. Internal operations were reviewed. The manufacturing process includes lubrication of the clip sleeve boss. Manual operation includes placing three drops of oil in the indicated area. The root cause can most likely be attributed to human error as the lubrication process is a manual operation. It is possible that an excessive amount of oil was added to the product and the residual amount was witnessed by the customer. The yellow appearance could potentially be attributed to the sterilization process. All returned devices were tested as-is upon receipt by engaging the applier to advance the clips through the magazine. During this testing, some devices were found to be functional and some were found to be dysfunctional (jammed before the clip was advanced). The dysfunctional devices were disassembled and reviewed for component or assembly defects. No defects were observed that would affect the function of the applier. The root cause could not be determined. A complaint search was performed for the last 5 years. Over the same time period, approximately (B)(4) clip appliers have been sold. Including the current complaint, there were a total of (B)(4) confirmed devices from two other similar complaints (pertaining to yellow fluid) that have been recorded. (B)(4). Including the current complaint, there were a total of (B)(4) confirmed devices from other similar complaints (pertaining to jamming) that have been recorded. (B)(4). Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Refer to MDR 1226348-2015-10343, refer to MDR 1226348-2015-10274, refer to MDR 1226348-2015-10272, refer to MDR 1226348-2015-10276, refer to MDR 1226348-2015-10275 for information regarding additional lots reported in this complaint.